Manufacturer narrative:
Result: cracked footboard.

Event description:
It was reported by service report that the footboard is cracked. It is unknown if there was patient involvement or if there are adverse consequences to report.